Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2138500 model: sc-2138-50 serial: (B)(6) batch: 110869/114180.

Event description:
It was reported that the patient underwent an ipg and lead replacement procedure. The explanted devices will not be returned as they were kept by the medical facility.